Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr device in 2001. Dr was told that an angiogram should be performed, but chose not to due to the pt's elevated creatinine. During this time the pt's head was elevated due to feelings of nausea. When the device was inserted, there was difficulty achieving good marking. Mark was eventually achieved, and the device deployed. When attempting to lower the knot to the artery, the sutures pulled out. The pt was laid flat, and a second device inserted. Again it was deployed and the knot tied, and the sutures pulled out while lowering the knot. Manual pressure was then used to achieve hemostasis. After the procedure no distal pulse could be detected. The pt was up on the floor for at least 2 days before a vascular surgeon was consulted. At that time the surgeon determined that the limb needed to be amputated.